Event description:
It was further reported that the device was explanted and replaced.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) was approaching elective replacement indicator (eri) and did not meet expected longevity. It was also reported that the right atrial (ra) and right ventricular (rv) leads had high and unstable thresholds. The device will be replaced when it reaches elective replacement indicator (eri), at which point the physician will decide about lead replacement. The device and leads are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was inconclusive. Analysis confirmed the low battery voltage. When the device was powered by an external supply, it was fully functional with nominal system current drain. Since there was no evidence of a high current drain condition, the cause of the depleted battery was not determined. No hybrid anomalies were observed. The battery was further analyzed. Based on the destructive analysis results, no internal short occurred in the battery. The lithium anode showed localized discharge along the edges and severing and near severing in three turns.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).